Manufacturer narrative:
Summarized patient outcomes/complications of the mitraclip device were reported in a research article titled ¿right ventricular apical thrombus formation after transcatheter edge-to-edge mitral valve repair: a case report¿. The research article presented a case study of an 54-year-old male patient with heart failure and reduced ejection function. Two clips were implanted. Post-op day 2, transthoracic echocardiography revealed multiple apical right ventricular thrombi. Anticoagulation was provided to resolve the thrombi.based on available information, the cause of the reported thrombosis was unable to be determined. Additionally, the reported patient effect of thrombosis/thrombus as listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medication required were results of case-specific circumstances as warfarin and heparin were provided to treat the reported thrombus. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article, "right ventricular apical thrombus formation after transcatheter edge-to-edge mitral valve repair: a case report", was reviewed. The article presented a case study of a 54-year-old male patient with heart failure and reduce ejection function. It was reported that on an unknown date, two xtr clips were implanted. Post-op day 2, transthoracic echocardiography revealed multiple apical right ventricular thrombi. Anticoagulation was provided to resolve the thrombi. [The primary and corresponding author was haifeng zhang, department of cardiology, the affiliated suzhou hospital of nanjing medical university, suzhou municipal hospital, gusu school, suzhou, china, with corresponding email: haifengzhang1395@njmu.edu.cn].

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Article titled "right ventricular apical thrombus formation after transcatheter edge-to-edge mitral valve repair".